Event description:
Patient was implanted with perigee on (B) (6) 2008. On (B) (6) 2010, the physician reported urinary incontinence de novo stress. The physician determined, the event is related to the device and the procedure.

Manufacturer narrative:
The IFU does not list incontinence as a potential complication. Occurrence rate for incontinence is consistent with ams risk management documentation. The device was not explanted.